Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu, system interface board and backplane were in need of replacement. No conclusion can be drawn as further info is not available at this time.

Event description:
It was reported that the console would not start and the system was unusable. There is no report of death or serious injury.